Event description:
During wire advancement into the ica the 014 wire went sub-intimal. A pt choice wire and angled guidecath were used to re-enter the true lumen. A 8x40 enroute stent was placed to accross the lesion and dissection. The original stent was used to cover the dissection.

Manufacturer narrative:
Complaint investigation is currently underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation is currently underway and will be attached to this report.

Event description:
During wire advancement into the ica the 014 wire went sub-intimal. A pt choice wire and angled guidecath were used to re-enter the true lumen. A 8x40 enroute stent was placed to accross the lesion and dissection. The original stent was used to cover the dissection.